Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Pinion axle support, firing trigger teeth. The analysis results found that the lts60a device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal component; the firing trigger teeth and the pinion axel support were found damaged. While no conclusion could be reached of what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that instrument stuck on tissue but was able to release before getting on phone with us. Stapler was fired once with no problems. Reloaded and placed on tissue. Device clamped and placement checked prior to firing. When fired heard crunching noise and instrument locked out and on tissue. Was able to get instrument off tissue but when site examined no staples had been deployed. No patient consequence at this time. The only additional information the contact could provide was that the device was pried off the tissue after 10 minutes by using another device. Once removed from the tissue, there was no tissue damage. They completed the procedure with another device.